Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00093. It was reported following an abandoned trial lead procedure on (B)(6) 2017 (reference MFR. Report#:3006705815-2018-00086) and (reference MFR. Report#: 3006705815-2018-00087), the patient was unable to move her legs. It was noted the patient experienced feeling pain in her legs during the procedure. A MRI was taken and the results were negative for neurological damage. Additional information revealed the patient's issues are improving with pain medication and the patient is using crutches. No other interventions have been planned at this time.